Manufacturer narrative:
The investigation determined, issue was due to a main board failure. The main board was replaced by a siemens field service engineer. System is operational.

Event description:
Customer reported that they smelled smoke coming from the instrument. There was no report of injury for this event.